Manufacturer narrative:
The cause for the discordant troponin ultra result is unk. The customer declined service - no further action taken. No further eval of the device is required.

Event description:
The customer runs all advia centaur cp troponin ultra pt samples in duplicate. A false positive troponin ultra result was obtained on a duplicate pt sample run on march 16 and a false positive troponin ultra result was obtained on a duplicate pt sample run on april 2. The pt samples were retested by the customer and the repeat results were all negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.